Event description:
While applying a penning I fixator to the patient's left radius, the doctor attempted to insert a cortical screw to the proximal side with a t-wrench and the screw broke. A portion of screw was left in the patient's bone and will be extracted when the fixator is removed.